Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) prompted error message 'system error, out of service, revert to manual CPR' was confirmed during functional test and per archive data. The most probable root cause is due to damage drive train motor. During visual inspection, the autopulse platform system exhibited damage to the front enclosure, bottom enclosure, battery compartment and battery lock. These findings are unrelated to the customer reported event. Functional test could not be performed due to autopulse platform displayed ' ua139 (unable to hold compression position) error message upon powering up the device. The drive train motor brake assembly air gap was out of the specification, drive train motor brake gap adjustment was performed to correct this issue. In addition, once ua139 error message was cleared the autopulse platform system failed test for ua17 (motor on for too long during active operation), this is unrelated to the customer reported event. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per review of the review of the archive data, ua139 (unable to hold compression position (system error)) was noted on the reported event date of 7/08/2019, confirming the customer's reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check the autopulse platform system (sn (B)(4)) prompted error message 'system error, out of service, revert to manual CPR'. No patient involved.